Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient condition was stable following these changes.